Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation due to the left ventricular (lv) lead placement. Multiple reprogramming attempts were made to resolve the stimulation but to no avail the stimulation persisted. The lead was explanted and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The outer insulation of the lead was observed to have blood ingression. (B)(4).